Event description:
(B)(4). First symptoms was extreme anxiety that has continued to this day. Next has been lower back pain that has now been diagnosed as inflammation induced by autoimmune symptoms. I became highly allergic to my work products, acrylics, and developed contact dermatitis. Now 11 years later with the toxin within me I have hair loss, vision loss and memory loss.